Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device does not power on. The customer reported there was no patient involvement at the time the issue was discovered. Advised they replaced the pm pcb and the unit still does not power on and the led lights do not work. Request onsite repair. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised that it is the power supply causing the issue. The customer requested for onsite repair. The fse arrived on site and evaluated the device. He tested the power inputs and outputs. He discovered power supply failed and battery low voltage unrecoverable. The fse replaced the power supply and battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. The battery and power supply were returned for failure investigation. The customer complaint is verified. The root cause is failure of the power supply assembly.